Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been running in the 400 mg/dl range. The patient did not know if it was due to the insulin pump or her infusion set and reservoir. Troubleshooting was initiated for the high blood glucose. The patient stated that she felt extremely thirsty as a result of the hyperglycemia. The customer was able to successfully prime with the insulin pump. A high pressure test was performed and the insulin pump passed. No products were returned and a replacement infusion set was shipped to the customer.